Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/07/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the jaws or the heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device did successfully transect tissue four (4) times. Based on the returned condition of the device, the investigation results, the reported failure, "failure to cut¿, was not confirmed. The lot # 3000300155 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 jaws did not deliver energy to cut branches. Harvester attempted to switch cable and power source without success. A second evh kit was opened and used to complete the case without further incident. Only delay was troubleshooting issue and opening another evh kit. No harm to the patient.